Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from (B)(6) stating "service as needed" but during inspection, it was found that the device had bent drive shaft. It is unknown if the device was being used in surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. There was no add'l info provided.